Manufacturer narrative:
Device-d: d5; h2,3,4,6; g4: added additional info. Device returned with no lot identification. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers & technicians are listed below: visual inspections & results: cartridge batch number, ad-ha4286 b-eh; cartridge position, a-d loaded and number of staples returned in cartridge, a-all bcd-none. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The batch history records were retreived and reviewed for the three returned empty cartridge. There were no anomalies noted for missing staples during the mfg process. It should be noted that a 100% visual inspection takes place during mfg to ensure that all staples are present prior to shipment. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported during a right lobectomy while using the tl30 stapler, a reload was opened that had no staples in the cartridge. Four cartridges are being returned. It is not known which was empty or which lot number was the empty cartridge, the cartridges were mixed up in the garbage. One was dropped on the floor, one was used and fired properly, and the other was found empty. Only 2 packages were found. Lot #eh5270 and ha5411y. There was no consequence to the pt.